Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument associated with this event to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. The user completed the procedure and no known impact or patient consequence was reported.